Event description:
It was reported that the device is broken at the rubber ring. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed southington built the product. There was damage to the transparent "swivel connector" component. Customers reported issue was confirmed. In the past, damage to the "swivel connector" was noted when customers did not use the supplied "wedge" to separate the tracheostomy tube from any ancillary components but instead tried forcing them apart through other means by pulling and or prying. The root cause of the reported issue was determined. All products undergo 100% visual inspection at multiple points in the and this damage would be easily noticeable, it is highly likely that this damage was not present when the product shipped from the facility actions taken to mitigate the reported issue: in light of these findings, no corrective actions are planned at this time. Feedback of customers is regularly monitored for complaints trends and recurring issues which may lead to future corrective actions. UDI information is unknown. Catalog number is unknown. Protocol number premarket (510k) number is unknown.